Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument had some issues. The surgeon reported that tissue was getting caught in the joint of the force bipolar instrument. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: this was an ongoing issue that the surgeon had with the force bipolar instrument. This reported issue had occurred very often, and an isi clinical sales representative (csr) had called in to report the issue whenever the surgeon escalated the problem. The procedure was completed with the same da vinci instrument. The force bipolar instrument's jaws were not the issue, it was the joint of the instrument that was caught in tissue. The surgeon was able to remove the tissue from the joint with tension from a monopolar curved scissors (mcs) instrument. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding. The instrument was not available for return to isi for evaluation. Additionally, the surgeon had posted an image on facebook social media.